Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during stent implantation interaction with the mildly tortuous and 70% stenosed anatomy and/or pre-dilatation was not enough causing the stent to stretch/elongate; however this cannot be confirmed. Additionally, it is possible that the introducer sheath being 2mm proximal end of the stent during deployment resulted in stent interaction resulting in the stent to migrate from its original location during introducer sheath removal; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a procedure to treat a mildly tortuous and 70% stenosed right superior femoral artery. A supera 5.5x120 was inserted and deployed. However, after deployment, it was observed the stent elongated and migrated from its original location. No additional treatment was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.